Manufacturer narrative:
Through follow-up the customer confirmed that the lens was never implanted and there was no patient contact. The patient did not have any zonules, so a sulcus lens was used instead. There was no patient injury. The customer stated that there was no product problem. The lens was not used due to a patient anatomy issue. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations request for this po number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Corrected data: in follow up report #1 it was communicated that the lens did not have patient contact. Therefore, this complaint is no longer considered a reportable event. As a result of this information the previously reported (B)(4) for explant of the intraocular lens has now been corrected to (B)(4) no patient involvement. Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/17/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens returned with a large cut. Fibers/particles were observed on lens related to the handling of the unit out of non-sterile environment. Residues of viscoelastic solution were also observed which indicate that the unit was handled and prepare for surgical use. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 18.5 diopter intraocular lens (iol) was removed due to patient's concern that the lens would go to the back of the eye. No further information was provided.